Event description:
Reporter indicated a vns patient was hospitalized for increased seizures. The patient has had no trauma or medication changes. Vns systems diagnostics testing on (B) (6) 2010 noted the end of service flag was no; a battery life estimation performed yielded -0.09 years remaining. As normal mode diagnostics are unknown, it cannot be confirmed if the vns generator is able to deliver the intended settings. The reporter does not feel the seizure increase is due to the vns battery being low. The patient is scheduled for a generator replacement on (B) (6) 2010. Attempts for additional information are in progress.